Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The installation between the syringe and needle was reported to be loose. Only a syringe and a 25+ga cannula were returned. No other components were not returned with the sample. The 25+ga cannula was tightly and securely to the syringe. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has determined that no further actions will be pursued at this time for this event. It should be noted quality in-process controls are in place to assist in mitigating a probe occlusion from occurring. Current tracking indicates no adverse trend for this lot for this event as the product met specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that installation between syringe and needle was found loose during the surgery. It was unknown whether the surgery was completed by replacing the product to another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).